Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with carelink. During the call, the customer stated that he was hospitalized for low blood glucose levels more than three months ago. Prior to the event, the customer had something to eat, but he didn't have his glucose meter with him, and delivered a bolus without knowing what his blood glucose levels were at the time. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.